Manufacturer narrative:
This report is submitted on july 9, 2021.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth and chronic inflammation at the abutment site, and was treated with oral and topical antibiotics. The patient was placed under a general anesthetic on (B)(6) 2021, in order to revise the skin and change the abutment. The implanted device remains.